Event description:
It was reported that the bed exit did not alarm after being set due to the footboard shutting off. A patient allegedly fell, however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer. The footboard loosing connectivity was likely due to a damaged blind mate assembly. Customer was sent a replacement footboard to install. Customer performed evaluation.

Event description:
It was reported that the bed exit did not alarm after being set due to the footboard shutting off. A patient allegedly fell, however, no adverse consequence or clinically relevant delay in treatment was reported.